Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2013, the patient underwent onyx embolization treatment and the physician reported to have observed low radiopacity of the onyx.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The onyx vial was returned for evaluation and it was found empty; therefore, the evaluation could not determine the cause of the event. (B)(4).

Manufacturer narrative:
Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. (B)(4).